Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The patient reported a high blood glucose value of 22 mmol/ll the high blood glucose had been present for more than four hours and had been treated with a needle. The patient had been using the insulin pump system within forty-eight hours of the reported high blood glucose event. No further information available.